Manufacturer narrative:
(B)(4). Date sent: 3/7/2024 d4: batch # x96023 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tb12lt device was returned with the sleeve cap separated and was observed to be welded. In addition, the sleeve cap and inner components of the sleeve inside a plastic bag. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided. No patient consequence reported.